Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported to (B)(6) via fax that aspiration and/or flushing was not possible when using the tego connectors. There were no problems when tego connectors were removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).